Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 7.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres; however, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.